Event description:
Pt was admitted with chest pain and underwent a cardiac cath. At the end of the procedure, the closure device failed and broke off within the femoral artery. Attempts to remove in the cath lab were unsuccessful and he went to operating room emergently for retrieval of the broken portion of the closure device and thromboembolectomy of the right lower extremity.